Event description:
The hcp reported injecting a patient with 0.5ml of evolysse form at the vermillion border in the lips. Approximately 3 days post injection the patient had an asymmetrical upper lip and lumps inside the lips. The hcp attempted to dissolve the filler however, the issue is not fully corrected. Safety database reference number (B)(4).